Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reset the bluetooth, close all other bluetooth devices, and to reset the smart device which resolved the reported issue.